Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the balloon rated burst pressure." (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a guide wire crossed the lesion, an nc emerge® balloon catheter was advanced and was inflated at above 20 atmospheres. However, during removal, it was noted that the device could not be removed off the guide wire. The physician believes that the wire lumen has crimped onto the guide wire during inflation, causing the removal difficulties. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that both devices were removed together and the patient's status was okay.